Event description:
It was reported that the user experienced difficulty removing the connector during a supply change for the ilet system, which was resolved after applying downward pressure while turning; no leaking or visible abnormalities of the connector or cartridge were observed, insulin delivery was resumed, and blood glucose was 180 mg/dl at the time of the call. Symptoms included none reported. Outcomes included no adverse health effects and no medical intervention or hospitalization. Investigation included customer service troubleshooting and user guidance through the supply change procedure. Investigation of this case revealed that the connector was initially difficult to remove but functioned as intended after proper technique was used, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.